Event description:
Physician reported that patient had a nasal surgery at the time the subject device was implanted. There were complications during nasal surgery, and patient developed nasal infection. Nasal infection was treated and appeared to resolve, but may have contributed to a later infection of the subject malar implants. The physician has treated the patient with clindamycin (p.o.) And levaquin (p.o.) When seen by physician's office in 2007. Symptoms seem to have resolved.

Manufacturer narrative:
Reviewed device history records and sterilization records. Device history file review revealed no assignable cause for the reported event. Sterilization process was within specification, and there have been no other reports of infection involving this sterile lot. Product labeling warns of the possibility of infection.